Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings:the pump battery compartment is found to be cracked below the bumper pad and the battery cap was found to be stripped. During testing the pump battery cap was found to get stuck in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. The reporter confirmed that there was no noted pump power loss and there was no noted moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.